Event description:
It was reported the patient's log files were submitted for interrogation due to a pump stop event, which occurred sometime on (B)(6) 2024. The patient did not experience any symptoms as a result of the pump off event. The patient was to continue with normal post operative care. Following review of the submitted log files by tech services, it appeared there was a pump stop event on (B)(6) 2024 at 15:32 due to an intentional pump stop being activated on the system monitor. There were no other unusual events in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4 - patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted for interrogation due to a pump stop event, which occurred sometime on (B)(6)2024. Following review of the submitted log files by tech services, it appeared there was a pump stop event on (B)(6) 2024 at 15:32 due to an intentional pump stop being activated on the system monitor. There were no other unusual events in the log file event history.

Manufacturer narrative:
Section e3 - occupation: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the brief intentional pump stop. It was reported that the patient did not experience any symptoms during the pump stop event. The patient is continuing normal post operative care. The controller event log file contained events from 17sep2024 through 25sep2024. Review of the events from the reported event date of 23sep2024 revealed an intentional pump stop. The pump stop lasted approximately 3 seconds, following which, the pump regained speed and resumed normal operation without issue. Events from the reported event date revealed no other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.